Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. On (B)(6) 2017 at approximately 5:00pm, the patient experienced a hypoglycemic event. The patient¿s wife and son called the paramedics and when they arrived, the patient¿s bg value was at 50 mg/dl and the cgm was reading 80 mg/dl. The paramedics administered the patient with intravenous (IV) therapy of glucose and when the paramedics left, the patient¿s finger stick reading was 200 mg/dl. The patient did not have to go to the hospital. Additionally, the patient experienced another inaccuracy on (B)(6) 2017 where the cgm was reading 220 mg/dl and the bg meter was 457 mg/dl. It was indicated that the patient treated himself with insulin. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.